Event description:
On (B)(6) 2014, a (B)(6) female underwent treatment with another MFR's stent graft and was placed immediately posterior to the origin of the left subclavian artery to treat type b aortic dissection. Proximal endoleak remained but the procedure was finished without any further treatment. On (B)(6) 2014, CT after the procedure confirmed increase of the proximal endoleak. Then, the physician decided to conduct additional treatment at a later date. On (B)(6) 2014, a tx2 proximal component was placed immediately posterior to the original of left common carotid artery after ax-ax bypass to treat the remained proximal endoleak after implantation of another stent graft (relay), which was off-label use of tx2. Since angiography confirmed that the proximal endoleak was not resolved yet, a tx2 proximal extension was additionally placed. The endoleak was reduced but not completely resolved. Therefore, ballooning was additionally performed with a coda balloon several times, and the procedure was finished though the proximal endoleak slightly remained. On (B)(6) 2014, the physician informed cook (B)(4) sales rep that type a aortic dissection occurred and blood vessel prosthesis implantation was planned on (B)(6) 2014. (B)(4) 2014 additional info is provided: on (B)(6) 2014, blood vessel prothesis implantation was performed as planned. Ongoing follow-up is provided. The physician stated that he inflated the balloon excessively and performed ballooning several times to resolve the proximal endoleak, which might have been too much. Also, he indicated that he may not have made the right decision to use the relay graft that had proximal bare stents to treat the dissection in the initial procedure.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.